Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that while attempting to move the smart stent delivery system (sds) back and forth, the distal stent was partially deployed for approximately 1mm. The patient's gender and age were unknown. The target lesion was left external iliac artery. Moderate calcification and vessel tortuosity, the rate of stenosis was 95%. Approach was made from the contralateral side. Pre-dilatation was conducted with unknown balloon catheter. After proper inspection and prep, a smart control (complaint product) was advanced to the target lesion but the crossing difficulty was experienced due to the heavy stenosis. While attempting to move the sds back and forth, the distal stent was partially deployed approximately 1mm. Therefore, the sds was removed from the patient and the procedure was completed using another new product (details unk) without other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The report received states that while attempting to move the smart stent delivery system (sds) back and forth, the distal portion of the stent partially deployed approximately 1mm. The target lesion was left external iliac artery with moderate calcification and vessel tortuosity, the rate of stenosis was 95%. Approach was made from the contralateral side. Pre-dilatation was conducted with an unknown balloon catheter. After proper inspection and prep, a smart control was advanced to the target lesion but crossing difficulty was experienced due to the heavy stenosis. While attempting to move the sds back and forth, the distal stent was partially deployed approximately 1mm. Therefore, the sds was removed from the patient and the procedure was completed using another product. There was no adverse event and no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.'with the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.